Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. One day after event onset, the patient was hospitalized for the event and was treated with piptaz injection (2.25mg, twice a day, ongoing) and targocid injection (1gm, per day, ongoing) for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow-up, it was reported that, the patient has recovered from the event and was discharged from the hospital 8 days later. Should additional relevant information become available, a supplemental report will be submitted.